Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the non tortuous and severely calcified vessel. A 2.5mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient serious injury nor complications were reported. It was further reported that the target lesion was located in the posterior tibial artery.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the non tortuous and severely calcified vessel. A 2.5mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient serious injury nor complications were reported.